Event description:
It has been reported to us that the tip of the guidewire became detached and remained inside the patient. The physician inserted the guidewire and advanced it forward into the left arterial descending artery without issue. The physician inserted a 2x15mm dilitation balloon and dilated the area. The physician inserted and successfully placed two stents in the left arterial descending artery. The physician removed the stent delivery system and attempted to remove the guide wire but it would not move. The physician inserted a balloon catheter to the distal tip and inflated it to remove the guide wire, but it was not successful. The physician attempted to dislodge the guide wire and pulled the tip, about 2mm long became detached and remained in the patient's artery. The physician attempted to removed the detached segment, but was not successful. The decision was made to send the patient to surgery to remove the detached segment. The outcome of the surgical procedure was successful removal and the patient is reported to be doing fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H3. Device evaluation anticipated, but not yet begun.